Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2015-07969. It was reported that during a percutaneous coronary intervention procedure, chest pain and a peri-procedural mi occurred. The severely calcified target lesion was located in the proximal to mid-section of the left anterior descending artery (lad). Successful rotational atherectomy was performed utilizing a 1.5mm rotablator burr. A 2.5x20mm synergy stent delivery system (sds) was deployed in the mid-section of the lad. Another 3.0x32mm synergy sds was deployed in the proximal lad over a diagonal branch. These stent were post dilated with a 12mmx3.25 and a 12x2.75mm nc quantum apex balloon catheter with good results. The patient than complained of chest pain and angiography showed that the 3rd diagonal branch was lost. The physician spent another 2 hours trying to re-cross the stent into the branch with not much success. An attempt was made to re-cross with a non-bsc microcatheter and non-bsc guide but it was very difficult and the patient's blood pressure started too dropped. It was also noted that the patient had a small peri-procedural mi. This product is only ous approved but it is similar to an approved us device